Manufacturer narrative:
The device was returned and the reported complaint of rebooting was confirmed. The device was investigated and it was found that a capacitor (c35) on the internal flow board had shorted, resulting in the unit inop/rebooting with continuous visual and audible inop alarm. The capacitor was replaced with a known good one and the unit rebooting was resolved. Visual inspection of the internal flow board was performed. It was observed that a through hole solder joint on the board adjacent to c35 was cracked, which may indicate the board was dropped, improperly handled or otherwise overstressed at some point and lead to the shorted capacitor.

Event description:
The vocsn shut down on a patient on the morning of (B)(6) 2018. The device displayed both audible and visual inop alarms continuously, and reported a system fault alarm between reboots. The patient was transferred to another ventilator and was not harmed.